Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there was a "fogging issue" there is no information that the event caused a harm or serious injury to patient, user or third. According to the new available information the event occurred during the use of the product. Severe fogging was observed, causing inconvenience during laparoscopic surgery. The procedure was completed successfully but the surgery was prolonged for 60 minutes. No negative impact in state of health reported. Because of the prolongation of the surgery for 60 minutes the event is deemed reportable.

Manufacturer narrative:
Device evaluation: reported issue: during the use of product 26003ba (s/n: (B)(6)), severe fogging was observed, causing inconvenience during laparoscopic surgery. The hospital wishes to understand the reason for the severe fogging of the scope and has stated that it cannot be used. They are requesting a replacement. Investigation: no damage or leakage can be detected on the presented optics. Conclusion: with reference to the customer description "fogging", this cannot be confirmed. During the examination, no damage could be found that could be held responsible for fogging of the optics. The optics were subjected to a vacuum test, which also did not show any deviation from the result. Even when exposed to ice spray in the distal and proximal areas, the optics did not fog up. One possible cause of the optics fogging up could be a temperature difference between the optics and the patient. To prevent the optics from fogging up, it is recommended to preheat the optics before use (see labeling review). Furthermore, there is also the possibility of a temperature difference between the proximal end of the optics (eyepiece) and the camera head used, which could cause the cover glass of the camera head to fog up. In conclusion, no mechanical or chemical damage to the optics can be detected. The optics meet the currently valid specifications. In the corresponding IFU 96216001d on page 12 chapter 3.5 handling and instruction for use the following is stated: "to prevent the telescopes from fogging during use, we recommend the use of a warmer for rigid telescopes, art. No 10905b. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).